Event description:
It was reported that the device did not deliver a shock when the shock button was pressed. Pt outcome was not affected due to the fact that the pt regained consciousness.

Manufacturer narrative:
Physio-control continues to evaluate the device.